Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07k78-74that has a similar product distributed in the us, list number 07k78, with 510k number k983424.

Event description:
The customer observed a falsely elevated architect total b-hcg result for one patient. The initial architect total b-hcg result was >2000 miu/ml, retest was negative. The test strip result was also negative. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 67166ud02. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 67166ud02, however, no increase in complaint activity was identified for list number 07k78. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent lot 67166ud02 was identified.

Event description:
The customer observed a falsely elevated architect total b-hcg result for one patient. The initial architect total b-hcg result was >2000 miu/ml, retest was negative. The test strip result was also negative. No impact to patient management was reported.